Event description:
Boston scientific rec'd info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) rec'd a device shock, a few seconds after he had climbed stairs. The pt reported a heart rate around 120 bpm, thus the shock was unexpected based on programmed settings. The data was sent for a technical svs (ts) assessment. Ts confirmed three episodes in total- two treated and one untreated. All occurred around the reported heart rate value of 120 bpm and all likely during some form of physical activity. Both the stored episodes and electrograms, exhibited small r-waves and oversensing. The device was reprogrammed and an exercise test recommended by ts to ensure correct sensing at higher rates. To date, the device remains implanted and in svc with no add'l complications reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.